Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device: uterus"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (termination)") in a 39-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 ((B)(6) 1984; (B)(6) 1986; (B)(6) 1990; (B)(6) 1992 and (B)(6) 1997). Concurrent conditions included morbid obesity and hypertension. Concomitant products included cholecalciferol (vitamin d3), cyclobenzaprine, furosemide, ibuprofen, insulin glargine (lantus) and metformin. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mass ("bumps"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In september 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In march 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, 8 years 1 month after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain in extremity ("pain in legs"), neck pain ("neck pain"), back pain ("back pain"), abdominal pain upper ("side pain between stomach and ribs") and rash ("rashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (d & c). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pregnancy with contraceptive device, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, mass, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, alopecia, pain in extremity, neck pain and abdominal pain upper outcome was unknown, the pelvic pain, nausea, fatigue, weight increased and back pain was resolving and the rash had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain upper, alopecia, back pain, dysmenorrhoea, fatigue, female sexual dysfunction, headache, mass, menorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; in june 2015: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pregnancy (termination), device ineffective, apareunia (inability to have sexual intercourse), bumps, migraines, headaches, perforation (uterus) / migration of essure device: uterus, nausea, dental problems, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, hair loss, pain in legs, neck pain, back pain, side pain between stomach and ribs, rashes", lot number, reporter, lab data added from pfs and medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device: uterus"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (termination)") in a 39-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 ((B)(6) 1984; (B)(6) 1986; (B)(6) 1990; (B)(6) 1992 and (B)(6) 1997). Concurrent conditions included obesity and hypertension. Concomitant products included colecalciferol (vitamin d3), cyclobenzaprine, furosemide, ibuprofen, insulin glargine (lantus) and metformin. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mass ("bumps"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, 8 years 1 month after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain in extremity ("pain in legs"), neck pain ("neck pain"), back pain ("back pain"), abdominal pain ("side pain between stomach and ribs") and rash ("rashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (d & c). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pregnancy with contraceptive device, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, mass, migraine, headache, tooth disorder, dysmenorrhoea, vaginal discharge, alopecia, pain in extremity, neck pain and abdominal pain outcome was unknown, the pelvic pain, nausea, fatigue, weight increased and back pain was resolving and the rash had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, female sexual dysfunction, headache, mass, menorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on 23-mar-2009: total bilateral occlusion; in june 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device: uterus'), pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy (termination)') in a 39-year-old female patient who had essure (batch no. 628145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 5 ((B)(6) 1984; (B)(6) 1986; (B)(6) 1990; (B)(6) 1992 and (B)(6) 1997). Concurrent conditions included obesity, hypertension, diabetes mellitus, acid reflux (oesophageal) and high cholesterol. Concomitant products included cholecalciferol (vitamin d3), cyclobenzaprine, furosemide, ibuprofen, insulin glargine (lantus), medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2016, metformin and norethisterone acetate (norethindrone) from 2006 to 2008. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mass ("bumps"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), mood swings ("mood swings") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In september 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 1 month after insertion of essure. On an unknown date, the patient experienced flank pain ("side pain between stomach and ribs"), back pain ("back pain"), pain in extremity ("pain in legs"), decreased appetite ("I can't eat like I used to"), neck pain ("neck pain"), rash ("rashes") and post procedural discomfort ("I'm going on six weeks thursday. But scared cause I still feel discomfort just wiping"). The patient was treated with surgery (d & c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pregnancy with contraceptive device, flank pain, dysmenorrhoea, pain in extremity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, mass, migraine, headache, tooth disorder, vaginal discharge, mood swings, alopecia, decreased appetite and neck pain outcome was unknown, the pelvic pain, back pain, nausea, fatigue and weight increased was resolving, the rash had resolved and the post procedural discomfort had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, back pain, decreased appetite, dysmenorrhoea, fatigue, female sexual dysfunction, flank pain, headache, mass, menorrhagia, migraine, mood swings, nausea, neck pain, pain in extremity, pelvic pain, post procedural discomfort, pregnancy with contraceptive device, rash, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she needed additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; in june 2015: results: total bilateral occlusion. Concerning the injuries reported in this case the following event was reported via social media : post procedural discomfort. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and social media received: new events - post procedural discomfort, loss of appetite were added. Reporters information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.